Event description:
It was reported that prior to a gastric resection procedure the insulation plastic in the jaw fell out before they start to use it and did not pass the generator test in the beginning. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked. The tissue pad was in good physical condition and properly attached to the clamp arm. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. The blade broke off during the analysis. A probable cause of the device stop activating and display an instrument error screen is blade damage. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.